Event description:
Caller reported that a tandem charging cable was damaged, resulting in non-functional charging supplies. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the damaged charging supplies using 2-day shipping.